Event description:
It was reported that the balloon burst. The target lesion was located in the severely calcified right coronary artery. A 3.50 mm x 20.00 mm agent was selected for used. The device was advanced, but failed to cross the lesion and burst during inflation. The procedure was completed with another of the same device. No patient injury reported.

Event description:
It was reported that the balloon burst. The target lesion was located in the severely calcified right coronary artery. A 3.50 mm x 20.00 mm agent was selected for used. The device was advanced, but failed to cross the lesion and burst during inflation. The procedure was completed with another of the same device. No patient injury reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. A visual inspection identified that the balloon was ruptured and the inner lumen below the balloon material was damaged. A detailed microscopic examination of the balloon material identified a 2.1cm longitudinal tear along the length of the balloon. The exposed inner lumen at the site of the balloon tear was stretched. No issues were noted with the hypotube shaft. Tip showed no signs of damage. The allegation in the complaint was confirmed.